Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports: patient was recanalized from the peripheral route, only had a port catheter, can be channeled again without success since the patient is with edema in the extremities, the left jugular route guided with usg is tried again, it is achieved by the first attempt, however, at the time of removing the needle, this has conformational changes in the thread of the metallic needle and deformation of the catheter, so another is requested since the patient was with vasopressor, antiarrhythmic, and infusion with diuretic.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: patient was recanalized from the peripheral route, only had a port catheter, can be channeled again without success since the patient is with edema in the extremities, the left jugular route guided with usg is tried again, it is achieved by the first attempt, however, at the time of removing the needle, this has conformational changes in the thread of the metallic needle and deformation of the catheter, so another is requested since the patient was with vasopressor, antiarrhythmic, and infusion with diuretic.